Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit alarms are not functional. The key failure as documented on the (B)(4) notes is the power switch has a connection that is unplugged causing unit to not alarm. No parts needed for repair.